Event description:
Four endeavor sprint drug eluting stent were implanted in lad during the index procedure. An angiographic complication of dissection occurred during the index procedure.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (dissection). (B)(4).